Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) failed the manifold tests. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during installation of a new cardiosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), the iabp failed the manifold tests. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
After further review, in follow-up #1 it was stated in error that this complaint was a non-reportable complaint. This is a reportable complaint, and the getinge field service engineer that encountered the reported issue, reported that the drive manifold, fill manifold, and relief valve 9.0 psig were replaced to fix the issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during installation of a new cardiosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), the iabp failed the manifold tests. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) failed the manifold tests. There was no patient involvement, and no adverse event reported.